Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after receiving an inappropriate shock due to oversensing of potential sense b nose noise. The s-ICD was reprogrammed and remains in service. The patient reported experiencing anxiety and discomfort due to the inappropriate therapy however no additional adverse patient effects were reported.